Manufacturer narrative:
Upon reassessment of the reported event, the screw kit was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the screw kit was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: humeral component plasma sprayed size 4 cat# 00840004410 lot# 62853361. Articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b cat# 00840009400 lot# 62875488. Ulnar component plasma sprayed size 4 cat# 00840002407 lot# 62764440. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -04990, 0001822565 -2019 -04992.

Event description:
It was reported that a patient underwent an initial right total elbow arthroplasty. During the 6 month follow up visit, it was incidentally noted on xray review that the patient had a completely nontender and asymptomatic old medial column stress fracture of the humeral epicondyle now healed without intervention. During the 2 year follow up, xray review revealed stress shielding osteolysis on the same humeral epicondyle. No intervention or revision has been planned to date. Patient reports high satisfaction, full rom, and no complaints at each of the follow up visits. Attempts have been made and additional information on the reported event is unavailable at this time.